Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 ( air in set) while on home choice (hc) device during use. The home patient (hp) stated that the hp noticed while closing all clamps to the bags and patient line that the bag had disconnected from the set up. The baxter technical representative (tsr) had the hp cycle power off and on to get se 2367. The tsr had the hp cycle power off and on , press "go to start". At "load the set" prompt, the tsr had the hp remove the cassette. The tsr advised the hp to dispose of current supplies and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: the problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. A follow-up MDR will be submitted if additional information is obtained.